Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, when the patient was intubated on april 17, the delivery of the guidewire in the mst became stuck, and after pre-flushing with saline, it was still stuck, and after pulling out the guidewire and pre-flushing it all with saline, the delivery was still unsuccessful, and then the catheter was re-disassembled to complete the intubation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire removal is confirmed, but the root cause could not be determined. One 21 ga introducer needle and one nitinol guidewire in its plastic hoop was returned for evaluation. An initial visual observation of the returned devices revealed blood use residues throughout the returned devices. A burr was visible at the distal end of the returned guidewire. A functional test of attempting to advance the complainant guidewire through the complainant 21 ga introducer needle revealed the guidewire could not advance through the complainant introducer needle. A functional test of attempting to advance a non-complainant guidewire through the complainant 21 ga introducer needle revealed the non-complainant guidewire could pass through the complainant introducer needle without resistance. A microscopic observation revealed the distal coil just proximal to the weld tip was observed to be broken and disjointed from the weld tip. The weld tip was observed to be present at the distal end of the guidewire. Because abundant use residues were observed throughout the returned devices, it could not be determined whether the burr was caused by pulling the guidewire back against the introducer needle bevel or due to other manipulation/circumstances. This complaint will be recorded for future trending and monitoring purposes.